Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during the PICC catheterization process, when the 4.5 fr microcannula was opened, it was found that the crease at the front end of the guide wire was obvious, and it was suspected that there was a product quality problem, and it was worried that the puncture needle during the catheterization process would cut or crease the patient's blood vessels.

Event description:
It was reported that during the PICC catheterization process, when the 4.5 fr microcannula was opened, it was found that the crease at the front end of the guide wire was obvious, and it was suspected that there was a product quality problem, and it was worried that the puncture needle during the catheterization process would cut or crease the patient's blood vessels.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked guidewire is confirmed; however, the root cause could not be determined. The product returned for evaluation was a straight stainless-steel guidewire. No evidence of biological residue was observed on the guidewire. A bend was observed near the distal end of the guidewire. Microscopic inspection of the guidewire revealed misaligned coils near the distal end of the guidewire. The coil wire, core wire, and both weld tips were all intact. The damage features suggested that guidewire manipulation likely contributed, however, it could not be determined if other factors contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.